Event description:
The customer reported that the charge button failed. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button failed. There was no report of patient impact or involvement. A philips field service engineer evaluated the device, but could not reproduce the reported symptom. The device passed all standard testing and was returned to service. As of (B)(6) 2010, there have been no further reports of this symptom with this device. We are unable to determine the cause of the symptom that the customer reported because the symptom could not be reproduced.